Event description:
A customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample syringe t-valve of their unicel dxc 800 synchron system was leaking. The leak was from the top of the t-valve. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
The customer replaced the t-valve which resolved the issue. Bec contacted the customer on (B)(6) 2011. Per the customer, qc has been run and there was no further leak at the cc sample syringe valve block. Bec identifier for this report is (B)(4).